Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1310 labeled 1601 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, de novo, moderately calcified lesion in the moderately tortuous proximal left anterior descending coronary artery. The 3.5x15 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance noted and was used to dilate the vessel but inflation was not able to be confirmed via fluoroscopy. The indeflator was holding pressure but the bdc failed to inflate. The bdc was removed from the anatomy and was attempted to inflate outside the anatomy; however it would still not inflate. A different bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the outer member of the balloon was stretched proximal to the proximal seal for a length of 1 mm.